Manufacturer narrative:
(B)(4).this is a report of a use error, where the home patient bypassed a drain phase. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the hp that bypassing a drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. Iipv could result in a feeling of abdominal discomfort, serious injury, or death. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, the home patient (hp) stated that they had bypassed a drain. This occurred during drain three of four. The technical service representative (tsr) reviewed proper procedures with the hp. There was no patient injury or medical intervention reported. No additional information is available.